Event description:
The customer reported that the monitor's speaker had no sound. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor's speaker had no sound. A philips field service engineer (fse) went onsite and confirmed the issue. The monitor was being used for monitoring. There was no adverse impact reported or indicated. The loudspeaker assembly was replaced by the fse. The monitor remains at the customer site. No other actions were requested. The trending data does not support that there is any manufacturing, design, labeling, materials or supplier problem. The speaker assembly was replaced, resolving the issue. No further investigation or action is warranted.